Event description:
It was reported that the patient presented in clinic for follow up. A device interrogation revealed that the patient's right atrial (ra) lead exhibited failure to capture and far r-wave oversensing. Fluoroscopy was performed and revealed that the patient's ra lead was dislodged. The ra lead was attempted to be repositioned but was unsuccessful due to the helix failing to retract. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood and tissue. The reported events of far r oversensing and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood and tissue. The reported event of helix mechanism issue was confirmed. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fracture or internal shorts. No other anomalies were found.